Event description:
The customer received a blood glucose reading of 243 mg/dl from her contour and a reading of 119 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer was sent control solution for further troubleshooting. She has no strips left to return for evaluation.